Manufacturer narrative:
The fse replaced the probe and probe wipe to resolve plt failures; and replaced the wbc bath, due to debris in the rear chamber, to resolve the wbc background failures. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated issue, the fse discovered platelet (plt) and white blood cell (wbc) failures on startup on a coulter act diff 2 analyzer. The fse also observed debris in the wbc bath. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.